Manufacturer narrative:
There was no patient involvement. (B)(6). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an error code was displayed on the patient side of a heater-cooler system 3t during a disinfection cycle. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective patient pump. The pump was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial.